Event description:
It was reported that the patient presented to the hospital for a generator changeout. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited low out of range pacing impedance and noise oversensing resulting in false atrial tachycardia/ atrial fibrillation (at/af) episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.